Event description:
Additional information received reported that there was no plan for surgery to remove the remaining. There were no future surgeries /interventions planned to remove the catheter tip. The asap method was implemented twice with solitaire, and the thrombus was recovered twice with embotrap using the asap method; white and red thrombus were collected in each of the 1 to 3 passes, but blood flow co uld not be revascularized. The catheter tip could not be collected when using a snare after 2 passes, and the damaged catheter tip could not be collected when 3 to 4 passes, the surgery was completed.

Manufacturer narrative:
Product analysis #291904935:equipment used: vis (m-81805), 203cm ruler (m-83360) ¿ drawing(s) referenced: none as found condition: the react-71 catheter was returned for analysis within a shipping box and within plastic pouches. Damage location details: no damages were found with the react-71 catheter hub. The react-71 catheter body was found stretched from ~111.5cm to ~116.0cm from the proximal end of the catheter hub. The react-71 catheter body was found ovalized from ~116.0cm to ~125.0cm from the proximal end of the catheter hub. The react-71 catheter body was found separated at ~114.0cm from the proximal end of the catheter hub. The tubing material at the catheter separated end exhibited with plastic deformation (jagged edges). Testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ report was confirmed. As the tubing material at the catheter separated end exhibited plastic deformation, it is likely that the catheter separated due to tensile failure. This can occur if force is used to retrieve the react-71 catheter. The catheter body can become stretched and ovalized if retrieved against resistance. (Rosaj10 2023-08-23). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis # (B)(4):¿ equipment used: vis (m-81805), 203cm ruler (m-83360) ¿ drawing(s) referenced: none ¿ as found condition: the react-71 catheter was returned for analysis within a shipping box and within plastic pouches. ¿ damage location details: no damages were found with the react-71 catheter hub. The react-71 catheter body was found stretched from ~111.5cm to ~116.0cm from the proximal end of the catheter hub. The react-71 catheter body was found ovalized from ~116.0cm to ~125.0cm from the proximal end of the catheter hub. The react-71 catheter body was found separated at ~114.0cm from the proximal end of the catheter hub. The tubing material at the catheter separated end exhibited with plastic deformation (jagged edges). ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ report was confirmed. As the tubing material at the catheter separated end exhibited plastic deformation, it is likely that the catheter separated due to tensile failure. This can occur if force is used to retrieve the react-71 catheter. The catheter body can become stretched and ovalized if retrieved against resistance. (Rosaj10 2023-08-23). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
E1. Physician/initial reported identifying information is not reported due to country's privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the react 71 catheter's tip was torn off and remains in the patient's body. The patient was undergoing a thrombus collection. The accessed vessel was the internal carotid artery (ica) with a diameter of 3mm. It was noted the patient's vessel tortuosity was unknown. It was reported that thrombectomy was performed using the solitaire and the react71 combined technique, however, the tip of the react71 was torn off and remained in the patient's body. It was reported catheter rupture occurred. The product box was not damaged. There were no traces of the product being opened prior to use. There was no resistance during injection. The distal shaft was fractured. There was not an excessive load applied to the catheter during delivery or removal. It is unknown if there was adhesion or stuck of the catheter tip. It is unknown if there were vasospasms. It is unknown if there was a stuck inside the guiding catheter. The location of the fragments were removed from the body. It is unknown if there were additional surgical or medical procedure performed. The device was prepared as indicated in the package insert. The catheter was flushed as indicated in the instructions for use. It is unknown if there was health damage present. Ancillary devices include a sheath, optimo 8f guide catheter, phenom 27 microcatheter, and chikai guidewire.